Event description:
It was reported that a malfunction code appeared on the customer's pump. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the customer with this process. The malfunction code did not recur after the reset, allowing the customer to continue using the pump, with instructions to contact technical support if the issue reappeared.